Event description:
Radiology tech was operating x-ray machine during contrast exam. The tech attempted to take an image at the direction of the radiologist, but the machine misfired. On the second attempt the machine took an image as directed.